Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient had blood glucose levels of high, over 500 mg/dl and started to vomit. They went to the hospital where they were admitted for 2 days. The patient was treated with antibiotic for the infection in the urine and they were given intravenous therapy with fluids, anti nausea and insulin.